Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to lift her leg once she woke up from the anesthesia after her permanent implant procedure. The pt's implanting physician took the pt back into surgery and explanted the entire scs system. The pt's issue has reportedly resolved postoperative.